Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staples did not lock properly. Subsequently, ths staple line did not hold. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred.